Event description:
The customer's father reported via phone call that the customer's infusion set was not delivering insulin. The father also reported the customer's blood glucose rose to 478 mg/dl. The customer was treated with the insulin pump for their blood glucose. It was also found the customer did not receive a no delivery alarm. The father also reported the motor appeared to be go faster than normal during the fill tubing process. Troubleshooting could not be completed at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.